Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the flash memory test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed the flash memory test. The cause of the failed test was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a22 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of mechanical stress has not been positively identified but the fractured connection may have been accelerated through handling. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.